Manufacturer narrative:
(B)(4). Date sent to FDA: 05/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that a needle/suture piece of product code 8702 was received for evaluation. Visual inspection of the sample received and the swage and attachment area was noted to be as expected. The sutures were received and the end was noted cut appears to be by use of the surgical instrument. The product is double-armed and a section of the strand was not received for evaluation. A functional test was performed using an instron and the pull force was above the minimum requirements. The event described could not be confirmed. A manufacturing record evaluation was performed for the finished device batch qjberz, 8702h15 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, per user facility medwatch form mw5099398, the needle became disconnected from suture while being used during the surgery. There were no adverse patient consequences reported. No additional information was provided.